Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was reported as dong fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a cook (non-endologix) stent to treat an aortic dissection on (B)(6) 2024. It was also noted that there was a previously placed viabahn (non-endologix) stent in the external iliac artery (eia). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. It was reported that on computed tomography (CT) scan done on (B)(6) 2025, filling of the false lumen was still seen on the eia and the common iliac artery (cia) on the left side with increasing diameters for which it was planned to do an iliac branch device (ibd) on the left side starting in the afx and ending in the previously placed viabahn (non-endologix) stent in the eia. The ibd was performed and a proximal v12 (non-endologix) stent was implanted and ballooned to 16 mm (same size as the afx leg). After this there was still filling of the false lumen, likely due to leakage between afx stent and v12/ibd. The physician elected to reline with a new afx2 bifurcated stent graft that was landed in the v12 stent. After this there was no filling of the false lumen from the cia. The patient was reported as doing fine.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text: device remains implanted.